Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarm 1's occurred with multiple cartridges. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level ranged from 321 mg/dl to and unknown elevated bg value. Customer reverted to an alternate pump to address elevated bg and for insulin therapy.